Manufacturer narrative:
Product complaint#: (B)(4). Per the additional information received on 05-sep-2023, it has been reported that the patient has died and ¿a causal relationship between the product and death cannot be ruled out¿. Although there were no alleged quality issues/ malfunctions related to the device, and the reported information that ¿the cnv product was not used as per the IFU¿, the correlating relationship of the device to the event of ¿death¿ cannot be ruled out. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿death¿, with an awareness date of 05-sep-2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received on 06-oct-2023. Summary of the provided information is as follows: per the additional information, the date of the death was on (B)(6) 2023, which was the next day of the thrombectomy procedure. The cause of death was the cerebral hemorrhage which occurred during the thrombectomy. The physician commented that the hemorrhage was due to the procedural factor. No further information was made available at the time of this review. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b3: date of death: not reported. Section b5: additional information was received on 05-sep-2023. Summary of the provided information is as follows: the information indicated that no further patient information, such as demographics and past medical history, would be made available. It was confirmed that no embolization occurred as a result of the event. ¿it was confirmed that the thrombus was entangled with the stent¿. Regarding the patient¿s current status, it was disclosed that the patient has died and ¿a causal relationship between the product and death cannot be ruled out¿. No further information was made available ¿because the physician did not provide the information¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information was received on 04-aug-2023. Summary of the information provided: the patient was an 85-year-old female. ¿the patient was transported because of acute ischemic stroke (ais) and was underwent thrombus retrieval procedure. The embotrap was deployed at the lesion through red62, rebar and optimo 9fr. After embotrap deployment, while preparing for retraction retrieval, the physician noticed the optimo was too much lower side, so the optimo was pushed up to the original site with embotrap deployed. During the subsequent confirmatory angiography, bleeding was noticed around the occlusion site, and the embotrap was re-sheathed and retrieved. The patient was treated with an urgent coil embolization to close the bleeding site and the procedure was terminated. When the lesion was reexamined by imaging test on later date, thrombosis was found around the coil, confirming that the bleeding had occurred around the embotrap deployment site. The main procedural cause of the hemorrhage was presumed to be the excessive force exerted on the ic-top area due to pushing the embotrap with deployed, which led to the bleeding¿. Physician further commented the ¿severely was serious, because the obvious bleeding was occurred¿. Regarding the relationship between this event and the product, the physician commented ¿there was a causal relationship between the bleeding and the cnv product. While the embotrap was obviously involved to the bleeding, the most likely cause was the maneuver: the deployed embotrap was pulled and the optimo was pushed without applying tension. The cnv product was not used as per the IFU¿. Information regarding the patient¿s status: ¿the patient has been discharged from the hospital¿. Additional information was received on 07-aug-2023. The lot number for the embotrap iii 5 mm x 37 mm was provided; lot number: 23b146av. Complain conclusion: it was reported, from personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/ 23b146av) revascularization device was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) in the ¿ic-top¿. Per the event description, during the deployment of the embotrap iii device at the ¿ic-top¿, the physician noticed the balloon guide catheter (bgc) was ¿too much lower side¿, so the balloon guide catheter (bgc) was pushed up with the ¿embotrap deployed¿. Subsequently, a confirmatory angiography was performed, which showed bleeding in ¿ic-top¿. The bleeding was stopped by emergency parent artery occlusion of the ¿ic¿. A continuous flush was done, and the use of any other concomitant devices is unknown. No further details were provided at the time of this review. Per the information provided, ¿bleeding¿ was found, and the patient remained hospitalized. Additional information was received on 04-aug-2023. Summary of the information provided: the patient was an 85-year-old female. ¿the patient was transported because of acute ischemic stroke (ais) and was underwent thrombus retrieval procedure. The embotrap was deployed at the lesion through red62, rebar and optimo 9fr. After embotrap deployment, while preparing for retraction retrieval, the physician noticed the optimo was too much lower side, so the optimo was pushed up to the original site with embotrap deployed. During the subsequent confirmatory angiography, bleeding was noticed around the occlusion site, and the embotrap was re-sheathed and retrieved. The patient was treated with an urgent coil embolization to close the bleeding site and the procedure was terminated. When the lesion was reexamined by imaging test on later date, thrombosis was found around the coil, confirming that the bleeding had occurred around the embotrap deployment site. The main procedural cause of the hemorrhage was presumed to be the excessive force exerted on the ic-top area due to pushing the embotrap with deployed, which led to the bleeding¿. Physician further commented the ¿severely was serious, because the obvious bleeding was occurred¿. Regarding the relationship between this event and the product, the physician commented ¿there was a causal relationship between the bleeding and the cnv product. While the embotrap was obviously involved to the bleeding, the most likely cause was the maneuver: the deployed embotrap was pulled and the optimo was pushed without applying tension. The cnv product was not used as per the IFU¿. Information regarding the patient¿s status: ¿the patient has been discharged from the hospital¿. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential adverse event associated with the use of the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. Per the information provided, ¿bleeding¿ was seen on confirmatory angiography performed after the mechanical thrombectomy procedure. Therefore, the relationship between the event of ¿bleeding¿ and the procedural use of the embotrap iii device cannot be excluded. Thus, this event does meet us FDA reporting criteria under 21 cfr 803 as a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. Per the additional information received on 04-aug-2023, although the device was not used according to the IFU, there was a causal relationship between the hemorrhage and the device; therefore, no changes were required regarding the reportability determination. This event does meet us FDA reporting criteria under 21 cfr 803 as a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # :(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, from personal interaction, that an embotrap iii 5 mm x 37 mm (product code: et309537, 23b146av) revascularization device was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) in the ¿ic-top¿. Per the event description, during the deployment of the embotrap iii device at the ¿ic-top¿, the physician noticed the balloon guide catheter (bgc) was ¿too much lower side¿, so the balloon guide catheter (bgc) was pushed up with the ¿embotrap deployed¿. Subsequently, a confirmatory angiography was performed, which showed bleeding in ¿ic-top¿. The bleeding was stopped by emergency parent artery occlusion of the ¿ic¿. A continuous flush was done, and the use of any other concomitant devices is unknown. No further details were provided at the time of this review. Per the information provided, ¿bleeding¿ was found, and the patient remained hospitalized.